Manufacturer narrative:
(B)(4). Batch # t5ap92. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a black reload from top view, unfired with the swing tab in lock position and with the right gripping surface broken. This condition is caused when loading the cartridge in the device, please make sure the cartridge is inside the channel track and proper loading. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that a sr75 reload was received and with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that the edge of the reload was found to be damaged when it was attached to the linear cutter. The reload was removed without firing. The surgery was continued by opening a new pack of reload. There were no patient consequences.